Event description:
It was reported that an aa4203tl silicone toric plate lens tore and was inserted into the pt's eye. The lens was removed. Additional information has been requested from the user facility.